Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that the camera had an amber led illuminated. The site noted that the system was able to track the patient reference frame but had some issues with tracking instruments. It was noted that the positioning sensor unit (psu) was just replaced prior to the date of this report. The manufacturer representative later performed additional troubleshooting. They accessed the network device interface (ndi) toolbox, which showed that the internal temperature was exceeded. It was confirmed that there were no other errors or faults. The manufacturer representative then reset the internal temperature and power cycled the system. After power cycling, the amber light was cleared. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821. H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.